Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 g3 g6 h2 h3 h6 h10 evaluation of the returned product confirmed there is debris/staining inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the surgical tech inspected the implant in the packaging and noticed a small black substance, 1 mm in size, at the very top center of the package. He opened it to inspect more closely and shared his concerns with the surgeon who then requested another implant. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.